Event description:
Six patients developed diffuse lamellar keratitis after undergoing lasik procedures. The patients were treated with flap lifts and tropical steroids and antibiotics. Specific patient information is not available.